Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure cracked') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovary"), endometriosis ("endometriosis"), abdominal pain lower ("cramps") and scar ("scar tissue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, ovarian cyst, endometriosis and scar outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, endometriosis, ovarian cyst and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage, abdominal pain lower, endometriosis, ovarian cyst scar. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure cracked') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovary"), endometriosis ("endometriosis"), abdominal pain lower ("cramps") and scar ("scar tissue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, ovarian cyst, endometriosis and scar outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, endometriosis, ovarian cyst and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage, abdominal pain lower, endometriosis, ovarian cyst scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Case was upgraded to serious incident. Event adverse event nos replaced with more specific event. Events added: essure cracked, cramps, scar tissue, endometriosis, cyst on ovary were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.